Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent additional information: surgeon advised that he did not seem convinced that it was a device issue. At the end of the procedure, he noted that it dry with no bleeding or oozing. The patient was readmitted to the or 6 hours later with blood in the abdomen. He described the oozing as bleeding around all the areas of transaction with super jaw. He could not identify the source of the bleeding. How long has the surgeon and account been using this device? Surgeon is not extremely experienced with the device. However, his partner, is very familiar with the device and has used it since (B)(6) 2012. He is very skilled with the device and has not had any issues. Surgeon was assisting during the entire procedure. What is the customer¿s experience level with device? Surgeon is not extremely. Experienced with the instrument. Were you present for the procedure? No, we were unaware of the case. Are the jaws cleaned of tissue between transections? Unsure. Was the device dis-connected and re-connected to the generator? No, as there were no issues during the case. What disposable(s) was being used? Nsealx22l. What other instruments were used during the surgery? Unsure. Was the surgical field inspected and found to be dry (no bleeding) when the patient was closed? Yes. Did the gen11 display any yellow alert screens during the procedure? No. Did the surgeon hear the tone changes? Yes. Was the I-blade advanced prior to or after tone 2? Yes. How long after the original procedure did the bleeding occur (provided number of hours, days, etc.) 6 hours. Where was the bleeding from? (State where) the surgeon described the oozing as bleeding around the areas that were transected with super jaw. How much blood was lost? (Cc¿s) unsure. How was the bleeding controlled in the 2nd procedure? Unsure. Was a transfusion required? Unsure. What was the size of the vessel or artery? Unsure. Was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents? If yes, specify prescribed medication. Nothing mentioned. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. Nothing mentioned. Does the patient has a known coagulation disorder? Nothing mentioned. Has the patient taken any steroids? Nothing mentioned. What was the total blood loss? Unsure. What was the patient¿s pre-op hemoglobin and hematocrit? Unsure what was the patient¿s post operative hemoglobin and hematocrit? Unsure. What is the current patient condition? Unsure. However, surgeon did mention that the bleeding was controlled once they were readmitted.

Event description:
It was reported that post-op to a total abdominal hysterectomy procedure the patient was re-admitted to the hospital due to blood loss. There was a significant amount of oozing around where the device had been used during the procedure. During the procedure, there was no bleeding or oozing of any kind detected. The device had been used to immobilize the uterus. The treatment or procedures that the patient had after being re-admitted to the hospital was not known. No device will be returned.